Event description:
Additional information received reported the patient is doing well. It was reported there were no problems with the leads but that they had moved and needed replacing. It was reported the testing was done to insure that everything was fine with the new lead. It was noted that once the multi-lead trialing cable (mltc) was switched ¿everything was good go¿.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 355531, lot # n440965, product type screening; device product ID 355531, lot # n422014, product type screening device; product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4). Analysis of the multi-lead trailing cable (lot # n440965) found that the stimulation screening cable's distal end connector had foreign material.

Event description:
It was reported that the multi-lead trialing cable (mltc) was faulty. It was also noted that there was a known issue with 1 lead where they were getting impedances of ¿???¿ and the lead was replaced for that reason. When the replacement lead was tested with the mltc the impedances showed greater than 10,000. When a different mltc was tried the readings were back to expected. The mltc was returned. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent